Manufacturer narrative:
The subassembly in question is manufactured by smiths medical asd. This assembly is incorporated into the finished product by another country MFR. The finished product is further assembled, packaged and sterilized. Visual examination of the returned product confirmed the tube had broken off inside the female luer lock at the bottom of the taper lead-in. Further examination found a shiny surface at the break-point, which is consistent with shock applied during transportation or handling. There was no evidence of excess solvent or other manufacturing issues observed that would have contributed. The device history record was reviewed and found to be acceptable. Review of the complaint database indicates this is the only reported issue for product code or this subassembly in the last 24 months. Co was able to confirm the issue and determine a cause. The break point was consistent with a shock during or after shipment of the product. No additional action is necessary at this time. Co considers this MDR closed with this report.

Event description:
The reporter stated that the tubing was severed at the female luer lock. No patient injury or treatment was reported for this event.